Manufacturer narrative:
Initial reporter address 1- (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the main coil was returned stuck in the tip of a non-bsc catheter, also the rotating hemostatic valve and the pusher wire were returned for this complaint. Blood was noticed above the pusher wire and the main coil. The main coil was stretched, kinked and the interlocking arm detached. The pusher wire was kinked/bent at several parts. The functional test could not be performed due the returned condition of the device due the device returned incomplete. Microscope inspection revealed that the interlocking arm of the main coil was detached. Dimensional inspection of the pusher wire that could be measured were performed and were within specifications. Dimensional inspection of the main coil that could be measured were performed and revealed that the outer diameter (od) of the zap tip and primary coil were within specification, however the od of the coil arm could not be measured due the interlocking arm of the main coil was detached. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil was stuck and stretched when it was withdrawn. The target lesion was located in the aorta abdominalis. An 8mm x 20cm interlock was selected for use. During the procedure, after the microcatheter and guidewire were used to superselect the distal end in place, the eighth coil was positioned. However, it got stuck and could not forward or backward. Subsequently, the coil was withdrawn with the microcatheter out of the patient's body. It was further noted that the coil was stuck in the export of the microcatheter, which stretched seriously. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached.